Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that as received, a complete lead was returned in three pieces measuring 11.6cm, 10.3cm, and 52.0cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found multiple external insulation abrasions breaching the optim sheath only in between the superior vena cava shock coil and the suture sleeve tie impression located at 27.4cm to 27.5cm, 28.3cm to 28.4cm, 30.0cm to 30.1cm, 30.5cm to 30.6cm ,and 31.8cm to 32.1cm from the distal tip. The silicone tubing was not abraded in these locations. The cause of the external insulation abrasions is consistent with friction to another device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-29350. Related manufacturer reference number: 2017865-2021-29352. Related manufacturer reference number: 2017865-2021-29354. It was reported that the patient presented with an unspecified infection. The right atrial and right ventricular lead were explanted. The status of the implantable cardioverter defibrillator was unknown. An older right ventricular lead had previously been capped for an unknown reason and was subsequently explanted due to the infection. Further information was requested but not received.